Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained white floating particulate matter. This was identified during storage. The device was filled with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2015 to february 26, 2015. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed white particulate matter floating in the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.